Event description:
The pt underwent primary hip replacement surgery which was performed on (B)(6) 2011. The pt's daughter contacted the surgeon on (B)(6) 2014 to report that her mother was having difficulty getting in and out of her car and required 2 sticks for ambulation. The pt was living overseas at this stage. The surgeon reviewed the pt in his rooms on (B)(6) 2014 were subsidence of the stem was detected. A decision was made to undertake revision surgery, performed on (B)(6) 2014. Medacta was informed of the event on the day of the revision surgery. (B)(6).